Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and the patient developed an esophageal fistula. It was reported that the patient developed a fistula between the esophagus and the pericardium. Patient did not require revision surgery or hardware removal and there was no additional medical intervention required such as x-rays, additional procedures or prescriptions. Additional information received indicating the patient¿s symptoms were unknown and it was unknown how the event was discovered. The adverse event was discovered post use of biosense webster product. The physician¿s opinion is that the procedure itself was the cause of the adverse event. The intervention was an atrial fibrillation ablation. The patient¿s outcome from the event was reported as fully recovered with no residual effects. No extended hospitalization was necessary. A smartablate generator was used with the correct catheter settings selected in power control and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. The carto® 3 system did not indicate to re-zero the catheter. No error messages were observed. No servicing for the equipment is needed. Force visualization features used included dashboard, vector and visitag. Stability parameters were time 3 seconds and tag size 3 mm. Additional filter used was index value: 400. Tag index was used. Modalities used to prevent esophageal injury was esophageal temperature probe (7 thermocouples).

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30897683l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).